Manufacturer narrative:
(B)(4). The device did not return for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. The reported patient effects of angina, ischemia, myocardial infarction, and restenosis, as listed in the electronic instructions for use (IFU) are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. It should be noted that the IFU states: the vessel should be pre-dilated with an appropriate sized balloon. Failure to do so may increase the difficulty of stent placement and cause procedural complications. In this instance, the IFU deviation does not appear to have contributed to the reported patient effects. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.

Event description:
It was reported that the patient had two rx promus stents implanted 18 months previous, a 3.0 x 23 mm in the proximal right coronary artery (prca) and a 3.5 x 15 mm in the mid left anterior descending artery (mlad) with no pre-dilatation or post-dilatation performed. The patient presented to the institution and was admitted on (B)(6) 2012, with ischemic symptoms lasting at least 10 minutes and with complaints of chest discomfort intermittently over 2 days. The discomfort was similar to what he experienced prior to his previous coronary artery bypass graft surgery ((B)(6)2010). Cardiac enzymes and angiography were performed. An echocardiogram revealed normal sinus rhythm with t-wave inversion inferiorly, serial cardiac enzymes were negative; however, catheterization demonstrated mrca lesion of 80% 22 mm length with timi 2 flow, determined to be a high risk lesion. Patient also noted to have atretic rimi to the rca. A diagnosis of myocardial infarction (mi) was made. The most likely cause of the mi was a combo of the 80% rca lesion and the atretic rimi to the rca. The mi was treated with a xience v stent 3.0 x 23 mm placed in the 80% mid right coronary artery lesion. The patient was discharged on (B)(6) 2012, on clopidogrel 75 mg daily and aspirin 162 mg daily. There was no clinically significant delay reported. The physician believes this event is unrelated to the study stents. No additional information was provided.

Manufacturer narrative:
(B)(4). You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. (B)(4): no pre-dilatation. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be provided with any additional relevant information.